Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor retracted inside the sensor. A broken part was still attached to the sensor cannula tubing. Unable to confirm whether or not the customer received the sensor damaged due to the product being returned opened/used. Unable to confirm the needle anomaly due to the customer not returning the needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not penetrating the skin during insertion. The customer reported that they found out that the sensor needle was missing. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.